Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a hall sensor error. The patient was hospitalized and discharged the day prior to the call; their blood glucose was 26 mmol/l. The patient had diabetic ketoacidosis and was vomiting continuously. The insulin pump was able to pass most of its testing but the hall sensor error alarm has been received on a recurring basis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No pump error alarm noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, missing serial number label, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.